Manufacturer narrative:
Insulin pump received with cracked case at the display window corners and cracked lcd window and traces of corrosion found at the electronic assembly and motor assembly per visual inspection. (B)(4).

Event description:
The customer reported via phone call that there was crack at three right upper corner of screen. The customer¿s blood glucose level was unknown. Customer also reported that bigger the second crack and quarter of inch may be more on the bottom left corner. Troubleshooting was performed for damage and noticed the she can see condensation under the screen. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.